Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient's ipg was explanted. No device malfunction.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.